Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The physical resistance and difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: nexus14 pl-x, chevalier floppy, astato xs9-12; guide cath: prominent, palentplus. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded and heavily calcified anterior tibial artery. The 2.5x120 mm armada balloon catheter met resistance during advancement; however, reached the lesion and was inflated twelve times in total to 10 atmospheres; however, after inflation, the balloon would only slightly deflate. The balloon catheter was retracted; however, the balloon would not enter the sheath. After several attempts to deflate the balloon, the balloon was fully deflated and the balloon catheter was successfully retracted from the patient. A non-abbott balloon catheter was used for further predilatation and a stent was deployed to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.